Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record for part # 00770100000, serial #: (B)(6) determined the ratchet gear and roller was damaged. The ratchet gear and roller was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Concomitant medical devices: z.s.g.m. Cutter 1.5:1 ratio ( caution: sharp ); catalog number: 00-7703-015-00; serial number: (B)(4); z.s.g.m. Cutter 2:1 ratio ( caution: sharp ); catalog number: 00-7703-020-00; serial number: (B)(4).

Event description:
It was reported that the mesh was incomplete. There was no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction.